Manufacturer narrative:
Additional informational received (B)(6) 2019 off label insulin fiasp was being used at the time of the occlusion alarms. Customer switched to tandem approved insulin and has not received any occlusions since. The user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 398 mg/dl. Customer reverted to manual injections for alternate insulin therapy.